Event description:
The patient was implanted with an evoke spinal cord stimulation (scs) system on (B)(6) 2022. The patient was seen at an outpatient clinic due to infection at the scar at the implant site on (B)(6) 2023, and a revision procedure was scheduled for the next day. During the revision procedure the surgeon inspected the pocket, and no infection could be seen, and decided to place the evoke closed loop stimulator (cls) in a new pocket a bit higher. The cause of the infection at the scar is noted to most likely be forgotten stitch material. The patient is receiving the same therapy as before with no changes.